Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a mentor siltex round moderate profile 250cc saline. The customer visually diagnosed that the right implant has deflated. At the time of this report, mentor has received no information regarding explantation date; however, further bilateral prosthesis replacement is indicated.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that as a result of the right breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 375cc gel breast prosthesis on the right and an unknown breast prosthesis on the left on (B)(6) 2018. Device evaluation summary: upon receipt to mentor, the device contained no fluid. Yellow material was observed within the device and on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.3 cm near of an area of siltex cracking on the posterior aspect. Parallel lines of shell wear was also observed on the posterior aspect and another area of siltex cracking was observed on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage of the material observed within the device. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).